Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 340 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels despite insulin delivery, patient's mother was unsure if cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was applied, a bolus was delivered and patient drank water.